Event description:
It was reported that a user experienced transient loss of dexcom g7 continuous glucose monitor (cgm) readings to the ilet bionic pancreas, after which readings reappeared without intervention, consistent with intermittent communication or signal interruption between the cgm and the ilet. No clinical signs, symptoms, or conditions were reported. Outcomes included no alerts, no alarms, no medical intervention, and no hospitalization. User support included troubleshooting and education focused on signal loss to the ilet. Investigation of this case revealed a temporary communication disruption without evidence of device malfunction, and normal function resumed once connectivity returned. It was concluded, based on previously established findings for similar reports, that the cause was likely external communication interference or environmental factors affecting cgm-to-ilet signal transmission.